Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed for an unknown reason. The original procedure included a vitrectomy. Additional information has been requested.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic was torn in half. One half had 2 haptics attached and the other half had 1 haptic attached. The 4th haptic was torn off and missing. The cause of the damage could not be determined. Functional testing could not be performed due to the received condition of the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.